Manufacturer narrative:
The lens was not implanted and therefore not explanted. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residue of viscoelastic solution on the cartridge. No assembly error and/or defects were observed in the preloaded insertion system related to the manufacturing process. Part of the intraocular lens (iol) was observed exposed at the cartridge tip. One of the haptics was observed detached. A crack was also observed at the cartridge tip area. The condition of the product returned was consistent with a unit that was previously handled and prepared for surgical process. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation, an intraocular lens (iol) got stuck in the cartridge and did not advance. Reportedly, the lens touched the patient's eye. Another lens was implanted without complications. No incision enlargement, no vitrectomy was performed, and no suture was needed. No further information was provided.